Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to remove item. A technical support specialist identified that the item was not active on the cabinet. The customer was advised to have the pharmacy activate the item, which was already assigned to the cabinet. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the user was able to cycle count the item but was unable to remove the medication zolpidem tab 5mg. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.